Event description:
The facility reported a colleague infusion device with an inoperable stop key. It was not specified when reported condition occurred. There was no patient injury or medical intervention necessary. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of "inoperable stop key". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Additional information: this issue is currently being investigated under (B)(4).